Event description:
Sorin group italia has received a report that, during cardiac surgery, a d100 dideco kids phisio clotted. The circuit was set up according to age, weight and size of the patient, circuit was heparinized with 1500ui of heparin, debulked with blood, pfc, albumin 5%, sodium bicarbonate 1.4%, calcium. At the begin of the extracorporeal circulation, act was 404 seconds (recommended value is longer that 480 as per product IFU), variation in venous drainage was noted and reported with rapid resolution. After clamping (14 min after start of extracorporeal circulation), hypotension of 30 mmhg was noted and treated with phenylephrine with positive effects. However, blood pressure become again abnormally low with a sharp drop in pressure to 30 mmhg. The entire blood volume appeared accumulate in the d100 dideco kids reservoir and blood pressure became lower than 20 mmhg. Medical team elected to: stop active drainage and clamping of the venous line, verify the act (that resulted <999s), administer to the patient a heparin bolus 2000 iu and cool the patient, blood was ordered, fill the patient with the cardioplegia line and massive transfusion after inspection of the circuit, it was found that the oxygenator had a massive clot. There is no report of any patient injury.

Manufacturer narrative:
The lot of the complained d100 dideco kids phisio oxygenator is unknow. The most probable lots are 2111030033 or 2112090032 or 2112100064. The complained d100 dideco kids phisio oxygenator is a non-sterile device assembled into a sterile convenience pack (item 078357nd, lot2201200071) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. The complained d100 dideco kids phisio oxygenator is available and has not been requested for investigation. The complained d100 dideco kids phisio oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The standalone oxygenator (catalog number 050536) is registered in the USA (510(k) number: k061031). The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. Sorin group italia manufactures the d100 dideco kids phisio oxygenator. The incident occurred in paris, france. During follow up with the customer it was clarified that: 1) pump sheet will not be provided. 2) the patient is an infant of a few weeks old, operated for a vic. His health condition was good before the operation. 3) following the issue, the surgeon closed the atrium and operated differently to avoid continuing the bypass. 4) the patient is fine and has no after-effects. 5) a video has been provided. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Livanova has received a report that, during cardiac surgery, a d100 dideco kids phisio clotted. As per follow up with the customer the thrombosis of the oxygenator of the cec circuit was visible in the first minutes of cec and resulted in severe hypovolemic shock, venous drainage continuing without the possibility of reinjecting blood into the child. Thrombosis was not solved by administration of anticoagulant. Medical team elected to stopping the cec (close the right atrium and de-clamp the aorta), vascular filling (massive transfusion), provide internal cardiac massage, re-ventilate, administer amines, calcium, allowed resumption of heart rate and correct systemic arterial pressure. This lasted 20 minutes. The planned surgery could not be performed due to this adverse event. Parents informed of the complication. Despite the availability of unit, investigation was performed through the examination of clear photo and video provided by customer confirming the presence of blood mass inside the reservoir. The lot of the complained d100 dideco kids phisio oxygenator is unknow. The most probable lots are 2111030033 or 2112090032 or 2112100064. DHR review has not pointed out any deviations or non-conformities possibly relevant to occurred issue and no further similar complaints have been recorded for three possible product lots. As per d100 dideco kids phisio IFU the activated clotting time (act) must always be longer than or equal to 480 seconds in order to ensure adequate anticoagulation of the blood circulating within the extracorporeal circuit. Taking into account the above facts and considering that act was below the one recommended by IFU, the most likely root cause of reported failure was assigned to unexpected blood activation in the system, resulting in partial occlusion of filtering elements and reduction of open surface for blood flow. The blood activation/clotting issue is a multi-factorial phenomenon correlated with clinical procedure therapies (e.g. Anticoagulant prescription, heparin composition and priming composition) and patient specific health conditions. The risk is in the acceptable region. No specific action was currently deemed necessary, livanova will keep monitoring the market.